Event description:
It wa reported that the injector overrode and tore the +7.0 diopter aq2010v three piece silicone lens as the tech attempted to prime the injection system. There was no patient contact. The reporter stated the incident was caused by the injector.

Manufacturer narrative:
(B)(4) - no known consequences or impact to the patient. Delivery system failure. The injector was not returned, however, the lens was received in the cartridge tray and evaluated. The lens was split and torn with evidence of a clear surgical residue. Evaluation conclusion (unable to confirm): based on the complaint history and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).